Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touchscreen issues were verified. No failure related to the reported cartridge leaking was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked and unresponsive. Additionally, it was reported that the cartridge leaked as a result of the customer falling. Customer's blood glucose level ranged between 77-78 g/dl. Reportedly, the customer reverted to alternate therapy for diabetes management.